Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified antibiotic and the delivery was started. No specified programming parameters were provided. After an unspecified length of time, the nurse returned to the pt's room and found the device display screen was flashing with a message indicating "vtbi complete" with no audible alarm tone. The device was removed from clinical svc. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.